Event description:
Abbott diabetes care (adc) received a medwatch user report which reported the following information: a low glucose reading issue was reported with the adc device. The customer, a physician, indicated that the device consistently displayed glucose values approximately 20¿30 mg/dl lower than those obtained using a blood glucose meter. It is unknown whether the customer noted a trend arrow on the device. This discrepancy reportedly led to challenges in appropriately dosing diabetes medications. Additionally, the physician noted a similar issue in another patient, who discontinued their medications based on the low readings. There were no reports of self-treatment or third-party medical intervention associated with this event. No contact information was provided to adc; therefore, adc is unable to attempt any follow up activities related to this event. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. An investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. This is 3 of 3 submissions. Reference reports: mw5185295, mw5185296 all pertinent information available to abbott diabetes care has been submitted.